Manufacturer narrative:
The zoll catheter was returned to zoll on 15-may-2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted an icy catheter on the left femoral vein without issue. On day 1 of ivtm therapy, the user observed that the saline bag was low. Upon further inspection no sign of leak on the suk, or on the patient beside was reported. No alarm on the thermogard console was observed, thus suspecting a catheter leak. Following this, the user discontinued ivtm therapy and removed the catheter. Adjunct therapy was administered. No known impact or patient consequence was reported. Additional information stated that inspection of the removed catheter found balloon rupture, however no photograph was provided.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.